Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. Device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, it was observed that the focus function did not work on the fixed focal length coupler 19mm device. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to mitek r&d and forwarder to the supplier. The manufacturer performed an evaluation with the following results; customer reported issues with fixed focal length (ffl) couplers. They are unable to focus the image during surgery while using the ffl coupler. This has occurred on different occasions, using multiple couplers. If the image cannot be focused during surgery, the surgeon cannot use the device in question and must replace it with a functioning device. The supplier confirmed the image focus failure, and the root cause was attributed to a manufacturing defect caused by insufficient curing of the adhesive used to seal the lenses allowing moisture ingress during sterilization in autoclave. This product issue is already being addressed by depuy quality system. Further investigation and assessment are covered under the nonconformance in our quality system. A manufacturing record evaluation (mre) is not needed since a non-conformance was opened, further investigation and assessment will be document under depuy quality system. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.